Event description:
The customer reported package damage with sterility breech. Many bd nexiva packages being opened and losing their sterility. Some packages remained intact; however, the shape of the IV catheter packaging was already compromised. The hospital is reluctant to use the products due to concerns regarding product safety and quality the plastic part of the packaging appeared shriveled, as if exposed to extreme heat, resulting in many bd nexiva packages being opened and losing their sterility. Some packages remained intact; however, the shape of the IV catheter packaging was already compromised. The hospital is reluctant to use the products due to concerns regarding product safety and quality.

Manufacturer narrative:
G.4. K183399; k243403 h.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.